Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This issue is related to 2 trial scs leads with the same lot number. It was reported the patient experienced a headache and vomiting following her trial implant procedure. It was also reported upon removing the trial scs leads (trial was completed), drainage from the needle site was found which confirmed a dural puncture. The issues resolved without intervention.